Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis event was not reported. The patient was hospitalized for the peritonitis. On an unreported date in the same week as peritonitis onset, the patient¿s pd catheter was removed. It was reported that the patient ¿will be on home hemodialysis¿ no further detail was provided. No additional information is available.